Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced infection which originated in the pocket. It was further reported the patient had scratched at the incision site. The implantable pulse generator (ipg) system was explanted. No further patient complications have been reported as a result of this event.